Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports receiving a communication alarm on their controller with 3 pods previously reported. The patient removed the pod being worn from the infusion site. The patient reports they were recovering from pneumonia. The patient reports feeling warm. Once at the hospital the patient was treated with insulin. The patient was released from the hospital after 4 hours.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller had issues connecting with three pods. Inspection of the android log files downloaded from the returned controller found evidence of communication issues during activation. Inspection of the audit logs showed that a pod was discarded after an application restart during deactivation and after that several connection failures occurred. Inspection of the engineering logs found that the controller was able to scan and detect the pods but was unable to connect to the pod as a failed to connect error occurred each time. During the investigation, the controller was able to pair with an unused pod and the pod was able to pair with a cgm emulator. The controller was able to deliver a 5u bolus, switch mode, receive pod and cgm information, and deactivate the pod with no issues. The exact cause of the reported communication issues could not be determined.